Event description:
The following has been reported by customer: email (not formal) cardiff complaint - nnu lipids - attended a call with [nurse] from cardiff today to assist with configuration query. She raised that this was required due to an incident with a neonatal lipid infusion, where the lipid was given at an incorrect flow rate. [Nurse] confirmed that this was a clinical error, as the lipid was infused at the rate of the second infusion (aqueous solution). The trust have carried out their review of the device, datix info and pump data and have stated they do not require support with this as it was deemed a clinical mistake and due to it being a few months back, has been resolved. Unfortunately, the patient died as a result of this incident. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation. As device serial number was not provided, device history record could not be reviewed. Device log was not provided; therefore, no review could be performed. The device was not received in our laboratory; however, the investigation was conducted based on the description provided. Based on this description, there has been an incident with a neonatal lipid infusion, where the lipid was given at an incorrect flow rate. [Nurse] confirmed that this was a clinical error, as the lipid was infused at the rate of the second infusion (aqueous solution). For this complaint, the root cause has been identified as an incorrect flow rate setting by the user, which constitutes a use error. This complaint has been included in a trend analysis. This complaint is considered as: use error. The trend is: normal.